Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility's understanding differing from the olympus recommendation in handling of the subject device and/or reprocessing steps, as a result, the suggested event occurred. Preventive measures are included in reprocessing manual: 1.4 precautions / 5.9 presoaking the endoscope. An endoscopy support specialist re-trained the user on reprocessing in accordance with the instructions for use (IFU). It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
During a visit to the user facility, the endoscopic support specialist discovered a pile of evis exera iii colonovideoscope¿s were soaked together in the detergent which is considered improper reprocessing and outside out of instructions for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscopic support specialist had the reprocessing technician remove all the scopes from the detergent. The endoscopic support specialist advised site management to follow the instructions for use for proper reprocessing of the scope products. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.